Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that there was an increase in burning. The patient noted that she tried to reprogram the device herself but it did not work. The patient stated that she made an appointment with a healthcare professional (hcp) and it was determined that the battery was near end of service. The patient stated that surgery to install new battery was scheduled on (B)(6) 2017.

Event description:
A consumer reported they got a power on reset (por) when checking the implantable neurostimulator (ins). The consumer noted she had a burning sensation for the days previous to the call so she checked her ins and found it was at por. There were no trauma or falls related to the issue. There was no recent medical or electromagnetic exposure. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.